Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for one (1) colony forming unit (cfu) of unspecific micro-organisms species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel. During manual cleaning, the customer used aniosyme detergent with nova clean brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes. The scope was stored in a horizontal position in a drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The legal manufacturer reviewed the users cds practices and noted the following deviation: the device is manually processed using peracetic acid. The device was evaluated where no abnormalities were found and was returned to the customer unrepaired. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter "compatible reprocessing methods and chemical agents¿. Chapter ¿cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.